Event description:
The customer reported the sys would not display an image on the left monitor. No pt...

Manufacturer narrative:
A ge rep evaluated the sys and ordered a replacement connector. No further repair info is available.